Event description:
The customer reported to customer service that the housing on her power cord has cracked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u contact with the customer, she reported that the breach in the housing is where the cord connects to the housing. She did not see any smoke, fire, or sparking and no injuries were sustained. A product eval confirmed that the transformer housing is cracked, internal wires are not exposed but can be seen through the crack in the corner of the housing, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked with no internal electrical components exposed but they are visible through the crack in the corner of the housing. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.1 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.46 ohms, which is normal and indicates that the thermal fuse did not blow.